Manufacturer narrative:
By checking the DHR of the lot 15ab031, no pre-existing anomalies were detected on all the components manufactured with this lot number. This is the first and only complaint received on this lot number. The torque wrench was received for analysis. By a first visual inspection, it was noted that the wrench should have been revised in 2018, therefore it was expired at the time of the incident. The torque wrenches need to be re-calibrated periodically, the expiry date is marked on the wrench itself and the surgical technique warns to make sure the wrench did not pass the expiration date before using it. Nevertheless, the working condition of the retrieved wrench was assessed with the following results: the torque values were found to be still within the tolerances the "click" sound was correctly heard, confirming the instrument functionality in conclusion, the involved instrument appears to be functional, the reported issue was not repeatable. Therefore, we cannot determine the cause of the intra-operative incident, a possible explanation is that the user stopped before reaching the 10nm position without noticing. Pms data: this is the first and only similar complaint registered on product code 9095.11.753. No corrective action needed following this complaint. Limacorporate will continue monitoring the market to promptly detect any further similar event.

Event description:
During hip surgery performed on (B)(6) 2020, the torque wrench 10 nm (product code 9095.11.753, lot# 15ab031) didn't work properly, not emitting its correct working sound. The surgeon completed surgery using the same instrument. No effects were reported on the patient. According to the complaint source, the instrument was used approximately 200 times. Surgery was delayed of about 5 minutes. This event occurred in slovakia.

Manufacturer narrative:
By checking the DHR of the lot #15ab031, no pre-existing anomalies were detected on all the components manufactured with this lot #. This is the first and only complaint received on this lot number. We will submit a final MDR once the investigation will be completed.

Event description:
During hip surgery performed on (B)(6) 2020, the torque wrench 10 nm (product code: (B)(4), lot# 15ab031) didn't properly click when locking the safety screw of the implant. The surgeon completed surgery using the same instrument. No effects were reported on the patient. According to the complaint source, the instrument was used approximately 200 times. Surgery was delayed of about 5 minutes. Event happened in (B)(6).